Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint unconfirmed, during evaluation both inflow and outflow motors were noisy at 87 db's and underperformed at approx. 1375 ml's per minute. Physical damage was found to the top cover, bottom cover, bezel, and lcd touch screen. There are also 4 missing bumpers and 1 missing molex cap. See vendor evaluation.

Event description:
On 12/01/2025, a sales representative reported via (B)(4) that an ar-6480 pump had an unresponsive touchscreen. This occurred during a case with no patient affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.